Manufacturer narrative:
No product has been returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
Attorney's claim of alleged "bowel perforation, sepsis, and formation of fistulae in patient following implantation of patch." Also alleges patient "has required and will continue to require surgeries or management and care of injuries sustained in consequence of the subject patch."